Manufacturer narrative:
(B)(4): the customer made an allegation of a c-section. This is per definition a serious injury where monitoring was involved, therefore, the issue will be reported. There was no indication that the c-section was unnecessary. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an un-necessary c-section was performed due to a signal loss.